Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels and a possible under delivering of insulin from the insulin pump. The customer¿s blood glucose reading was 400 mg/dl at time of incident, but went down to 358 mg/dl during the call. Customer treated with both the insulin pump and manual injections. Troubleshooting was performed and the insulin pump was working as designed. The customer was sent tubing clamps to perform the high-pressure test. The insulin pump was not replaced or returned.